Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 49 events were reported for this quarter. Product return status: 32 devices were received. 6 devices were not available for evaluation. 11 device investigation types have not yet been determined. Additional information: 49 devices were not labeled for single-use. 49 devices were not reprocessed or reused.

Event description:
This report summarizes 49 malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 19 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 49 previously reported events are included in this follow-up record. Product return status: 34 devices were received. 15 devices were not available for evaluation.

Event description:
This report summarizes 49 malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact. 19 events had insufficient information received.